Manufacturer narrative:
Patient city - (B)(6). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the canada it was reported on 21-apr-2024 that the patient admitted to hospital for one and half week for the treatment of high blood glucose level of 42 mmol/l and dka. Patient also reported vomiting and sickness at the time of event. No further information available.